Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose was over 150 mg/dl. Motor error alarm occurred during basal. Customer stated blood glucose during the night were over 300 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. Customer stated the device was exposed to a body scanner but hasn't flown recently. Alarm was cleared. Customer was advised to disconnect from the device. Customer does use the sensor feature. Customer was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. Customer was able to rewind the device but then the device shuts itself off and repeats the process. Customer was advised to discontinue use of the device and revert to back up plan. Troubleshooting for no delivery alarm was also performed. No further information reported.